Event description:
Provider states the pins on engagement knob have fallen out.

Manufacturer narrative:
The unit was returned for evaluation; wheels / other/defective / 3 knurled groov-pins fell out.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the pins on engagement knob have fallen out.